Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos and gpos batteries were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the screens went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.